Event description:
During an esophageal dilation procedure, a cook hercules 3 stage balloon was used. The endoscope was inserted into the esophagus and inflated with water. The balloon was inflated to 18mm and then sprung a leak when they tried to increase pressure. After the difficulty occurred, another balloon was used to dilate the esophagus. No section of the device detached inside the pt or endoscope. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did ot experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. There was an approx 7cm split in the balloon. The balloon could not be inflated and would not hold pressure in this condition. No part of the balloon was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions, such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. According to the report, negative pressure was not applied to the balloon prior to advancement through the endoscope. The instructions for use states, "to facilitate passage through the endoscope, apply negative pressure to the catheter." The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and preservation. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "the entire balloon should be extended beyond the tip of the endoscope and be completely visualized and positioned before inflation." The instructions for use contain the following warning: "the recommended 100% balloon inflation pressure can be found on the shrink tube of the balloon dilator." Over inflation can cause damage to the balloon dilator, such as a rupture or a split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comment regarding this report: based on the information provided, a cook rep has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.